Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was subsequently explanted and replaced. No additional adverse patient effects. The device is expected to be returned for analysis.